Event description:
During an arterial collection, blood was staying in the bottom of the syringe instead of running in the link tube. Afterward, the blood was flowing out by the top of the syringe. Nurses have been in contact with pt blood samples, however, it was not specified if the nurses were adversely affected. No info provided to determine if the nurses wearing personal protective equipment as specified in product labeling. The investigational unit examined 40 microsamplers from the customer site as well as batch review, no malfunctions were found. The complaint was not verified.